Manufacturer narrative:
The account has not completed repairs.

Event description:
The account stated that the bed moved while the brake was set. The account found that the rocker arm for the left foot caster was broken in two.